Event description:
It was reported that the patient was scheduled for full system explant due to vns no longer desired. In pre-op, patient was seen with high impedance. During surgery the surgeon identified fractures within the lead. The suspect device has not been received to date. No other relevant information has been received to date.